Event description:
As reported: "painful total left hip." The patient's restoration modular stem construct and femoral head were revised to competitor devices. Update as per medical review, 'on (B)(6) 2019 a revision left total hip arthroplasty was performed for a post-operative diagnosis of ¿osteolysis left proximal femur with pain.

Manufacturer narrative:
Reported event: an event regarding revision and pain involving a restoration modular body was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: -on (B)(6) 2019 an MRI of the left hip report notes, ¿1. Osteolysis adjacent to ¿ acetabular ¿ and femoral components; 2. Increased volume ¿ hip joint effusion; 3. ¿ tear of gluteus minimus tendon ¿¿ -on (B)(6) 2019 a revision left total hip arthroplasty was performed for a post-operative diagnosis of ¿osteolysis left proximal femur with pain¿. -no clinical or past medical history, no operative report for the primary or first revision left total hip arthroplasty, no imaging studies, and no follow-up until (B)(6) 2019 are noted. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mod con dist stem 14 x 155 mm; cat# 6276-7-014; lot# caxn314, v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "painful total left hip." The patient's restoration modular stem construct and femoral head were revised to competitor devices.